Manufacturer narrative:
Evaluation results and conclusions: death. Lack of information.

Event description:
A 3.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. It was reported that 13 months post stent implant the patient expired at home. The cause of death is unknown. The investigator indicated the event was not related to study device nor index procedure. No further information has been provided. Please note that this device (ideen35018w) was distributed to an investigational site for use in a clinical trial and is also commercially available as the device united states distributed product en35018w.